Event description:
It was reported that the blade had cracked. No pt injury was reported.

Manufacturer narrative:
Visual inspection showed that the casing was cracked at the seam. The device was replaced.